Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. Pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self-test. No device test failed noted during testing. However, high sleep noted during testing. Successfully downloaded history files and traces using thump. Pump error 63 alarm found in the pump history file/trace on 11-jun-2025 at 20:28:07 with variable (15). Pump error 63 alarm due to hardware error (line number 5590 file number 632). Pump error 4 alarm found in the pump history file/trace on 11-jun-2025 at 20:28:07. Pump error 4 alarm due to hardware error (line number 147 file number 2017). Pump was cut open to perform visual inspection and found moisture damage on the pcba 2. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage found on the pump case. Device test failed was confirmed.¿¿pump error 4/63 alarm due to hardware error. Exposed to moisture was confirmed. High sleep current due to moisture damage on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that fluid in the reservoir compartment and insulin was coming out from reservoir. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and o-ring inside the lip of the reservoir compartment was not missing and found that pump failed the self test and was interrupted by alarm. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.